Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) device during fill one. The hp stated that the alarm ended therapy on the device. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.